Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is "unable to do synchronized pacing." There was no report of adverse patient impact.